Event description:
Received follow up information from the patient contact stated that patient line blockage was due to a catheter blockage which resolved by patient's pdrn flushing out the catheter which cleared the blockage. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)